Manufacturer narrative:
The following products were used in the surgery: (B)(4). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
The patient underwent posterior lumbar interbody fusion at l3-l5. Post-op, patient complained of radiculopathy in legs. Patient developed bed sores because of inability to walk much due to nerve pain. Post-op images showed that the screws were placed straight down the pedicle without any breaching of walls of the vertebral body and were in a good position.